Manufacturer narrative:
(B)(4). (B)(6).

Event description:
It was reported that the pulse generator exhibited backup vvi operation. The device was explanted and replaced. No patient symptoms were reported.